Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) medical center. The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed. The following findings were found: due to damage on charge-coupled device (ccd) unit, insulation resistance value did not meet the standard value; adhesive on bending section cover (a-rubber) had a chip; due to damage on lock engagement lever, bending section could not be fixed firmly; due to damage on charge-coupled device (ccd) unit, the image has white dots; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during preparation for use, the endoeye flex deflectable videoscope produced no image. The facility finished the therapeutic procedure with the same device. There were no reports of patient harm or impact associated with this event.